Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the battery to deplete. The customer then plugged the pump in to charge for two days. Reportedly, when the pump was plugged in, a light on the pump would flash, however the touchscreen would not illuminate. There was no patient involvement, as the customer was using manual injections at the time of the event. Reportedly, the customer would use manual injections as alternate insulin therapy.